Manufacturer narrative:
(B)(4). There is an ongoing CAPA investigation, (B)(4) associated with this report. The device has not been previously sent into service for the reported condition of "undetermined malfunction."

Manufacturer narrative:
The condition of failure code 810:11 was confirmed through the event history and was found to be due to the air-in-line printed circuit board needing calibration. The air-in-line printed circuit board was calibrated and verified to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
The facility representative reported a colleague infusion pump that is broken. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 810:11 which interrupted delivery. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90. No additional information is available.